Manufacturer narrative:
A ge representative evaluated the system and reloaded the software and replaced the single board computer. System operates as intended. (B)(4).

Event description:
Customer reported the system locks up. No patient injury was reported.